Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications.

Event description:
It was reported that a patient sustained a 10-cm blister on her shoulder after a mr shoulder exam. The patient had no metallic implants and was padded between the legs and also against the bore. Additionally, there was no conductive material in contact with the patient. During the exam which lasted for 27 minutes, the patient experienced discomfort but did not use the squeeze ball to alert the technologist monitoring the scan. At the end of the exam, the technologist observed a 5-cm reddened area on the shoulder following the pt's complaint of discomfort. The affected area was covered with a cold wet cloth and treated as if it was sunburn. Later, the reddened area reportedly turned into the blister. The pulse sequence used for the exam was loc all fse. Six series were used with the following durations: loc=0:37min, cor fse=3.57min, sag t2 fs fse=2.25min, ax po fs fse=3.40min, cor t2fs fse=3.5min, and sag t1 fse=4.15min.